Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event of a damaged serial port connector was confirmed; visual analysis showed a damaged serial port connector. This condition was likely caused by misaligning the connector and applying force in the attempt to connect. The cause of damaged pins is being investigated and fsca apr2015a (z-1698-2015) has been issued. Also the loose connectors are currently being investigated. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. As part of the evaluation it was noted in the log file analysis that multiple premature battery switching events and critical battery alarms in the days surrounding the reported event had occurred. The most likely root cause of the premature power switching events and critical battery alarms can be attributed to a communication error between the controller and batteries. This finding is not related to the reported event. The most likely root cause for the damaged pins was misaligning the connector and applying force in the attempt to connect. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported by medical personnel that the facility attempted to download files and found the blue data port on the controller had damaged pins; they were unable to download information. There were no reported consequences or impact to the patient and the controller was exchanged. The patient has received education from the clinical specialist and field trainer on how to use the equipment and make good connections. No additional information provided.